Event description:
Customer reports an unk amount of air was injected into a pt. The final outcome was favorable and no pt injury was reported. Hosp reports operator error as probable cause for incident.